Manufacturer narrative:
This is one of two device reports for this event.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and subsequently expired the next day. It was reported that the event occurred due to the administration of the product during dialysis treatment.